Event description:
During a coronary drug eluting stenting treatment procedure, inflation/deflation difficulties were encountered. The physician was attempting to deploy a taxus express2 3.5 x 8 mm drug eluting stent in an 80% lesion in the proximal circumflex. It is unk if the lesion had been predilated. It was noted that the delivery device balloon slowly inflated until it reached 7 atm, and then inflated normally to 12-13 atm. The taxus stent was fully expanded upon deployment. The indeflator was dialed down to 2-3 atm and then pulled negative, however, it was noted on the monitor that the balloon remained inflated. Attempts were made for approx three minutes by the physician to deflate the balloon. The physician then used a 20 cc syringe and pulled back several more times and it was noted that the balloon was partially deflated. The partially deflated balloon was removed intact from the pt following partial deflation. The balloon was not rewrapped upon removal. The procedure was successfully completed. It is unk if the pt had any symptoms during this event. No pt injuries or complications were reported.